Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving morphine (unknown concentration or dose) via implantable infusion pump. It was reported that the patient have been in the hospital for 3 weeks (not indicated to be pump related) and patient is coming up on a pump refill but will be unable to make it due to being in a rehab facility. The patient stated that they attempted to check the date of refill on pump, but was unable to bolus and stated that the date was wrong. The patient stated, "I haven't used it because it ain't doing anything for my lower back and my upper back is worse". The patient stated that the last time they used the ptm was around christmas, the ptm indicated (B)(6) 2020. The patient was assisted to couple the ptm to the pump which updated the date to (B)(6) 2021 and indicated an alarm. Alarm codes were accessed which showed 8476 motor stall on (B)(6) 2021 at 19:39, 8532 stop duration exceed tube set on (B)(6) 2021 at 19:39, and 8615 eri on (B)(6) 2021 at 19:39. Information was reviewed and the patient commented "no wonder my back is killing me". The patient stated that the rehab facility is only providing percocet which is not helping with the patient's back "and I can't stand it". The event date was asked but unknown.